Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated in the emergency room and subsequently hospitalized for elevated blood glucose (497 mg/dl) and diabetic ketoacidosis. Customer did not know the cause. Customer was treated with intravenous insulin and blood glucose improved (130 mg/dl). Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage. Customer did not observe any issues with the pump. System check could not be performed with tandem technical support as customer had changed out supplies.